Event description:
It was reported that the patient had a known deterioration of their driveline. Interrogation done on (B)(6) 2023 showed replace backup battery on (B)(6) 2023. The emergency backup battery (ebb) has been replaced every 3 months. It was suspected that the alarms occur due to the extensive damage on the external possibly on the internal device. The log file captured ebb faults due to the ebb failing the load test. As the ebb has been replaced several times, if the issue was to reoccur, a controller exchange was recommended but the patient was too high risk for a controller exchange and was not an option electively. There were also a few other ebb faults that resolved on their own. The ebb faults were unrelated to the driveline damage. The log file phase data was normal. One isolated low flow event was noted on (B)(6) 2023 that possibly did not trigger an alarm. Related MFR for the pump: 2916596-2023-05369.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate ii system controller was not returned for analysis; however, a log file was downloaded for review that showed events spanning approximately 109 days (B)(6) 2023¿ (B)(6) 2023 per timestamp). Backup battery fault and yellow wrench alarms were active from (B)(6) 2023 at 20:19:51 to (B)(6) 2023 at 13:38:53. These alarms were active due to the backup battery not passing the load test while connected to the power module and battery power. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the system controller, if the alarms resolved, and if so how. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that an update to the backup battery connector was made to reduce backup battery faults due to the battery not passing load tests as a part of a corrective and preventive action; however, it could not be determined if the controller was manufactured before or after the update was implemented as the serial number was not provided. The device history records were unable to be reviewed due to no serial number being provided. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.